Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he recently had a blood glucose level over 600 mg/dl. Customer reported that the insulin pump may not be delivering insulin correctly. Blood glucose level was 422 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.